Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No patient harm was reported. A 3rd party (non philips) mount that had been installed by philips failed to cause this problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No patient harm was reported.